Event description:
An ipp device was implanted on 10/24/94. A revision surgery was performed on 2/27/96. On 3/17/97 the reservoir was removed from the patient, due to the patient's inability to adequately deflate the prosthesis, and replaced.